Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned view plate confirmed the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: mbt rev tibial view plt sz4, 217865140.

Event description:
It was reported that clear poly trials are cracked and damaged and cannot be used for surgery. Nothing was left in patient. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned view plate confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.